Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer's blood glucose was 147 mg/gl. The customer was advised that in order to troubleshoot the device may request that they change the set and/or reservoir. Customer stated that insulin did not exit. After the troubleshooting was done, customer stated that the device not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. The customer was advice that we would replaced the reservoir and agreed to return the product for analysis. The customer was advised that we will send replacement quick set.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing per specification, and no occlusion was noted.